Event description:
It was reported that during a lap cholecystectomy procedure the device fell apart. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 7/10/2007. Torn lower ring and torn sleeve attached to flex ring. Evaluation summary: the instrument was noted to have the iris valve and the sleeve torn, the damage starts on the outside edge of the lower protective ring. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.